Event description:
It was reported that the pt had diabetes insipidus post intrathecal baclofen (itb) implant. It was initially believed there was a catheter malfunction. The pt had a diagnosis of chronic bornholm's disease (epidemic pleurodynia), which was unconfirmed. The pt was an inpatient with diabetes insipidus. The pump contained three unlabeled/compounded drugs, baclofen at a concentration of 3,000 mcg/ml, bupivicaine at a concentration 7.5 mg/ml and midazolam at a concentration of 5.0 mg/ml. A company medical consultant reported that a pump or catheter malfunction was suspected but had been ruled out. There had been a recent (2010) device replacement. This may be the pt's 3rd or 4th pump. Pt was currently hospitalized, and was already undergoing gradual dose reduction of pump rate, beginning (B)(6) 2010. The drug had been tapered from 1,250 mcg/day itb to approx 750 mcg/day. A CT myelogram through the pump catheter access port (cap) was performed on (B)(6) 2010. The contrast study showed good continuity of the system and no impediments to cerebrospinal fluid (csf) flow inside the spinal canal. There was no apparent catheter tip (inflammatory mass) im. The physician (and husband) reported all the compounded medications were removed from the pump. The pump had a saline wash out and lioresal was placed in the pump, at 2,000 mcg/ml. Then the baclofen dose was gradually decreased 10% to 15% daily until the pt was getting 50 mcg /24 hrs. She tolerated well and the only side effect was pruritus, that responded well to ciproheptadine. After 2 days at this low dose, on (B)(6) 2010, all the baclofen was drained from the pump and saline put in. Her diabetes insipidus, that had been slowly improving, practically disappeared by (B)(6) 2010. In order to control her cramping attacks, that increased daily and were markedly exacerbated by the bi daily dose of ddavp, (nasal or sq), a thoracic epidural catheter was placed and bupivacaine plus clonidine were being infused. This partially controlled the cramps, but she had regained the sensitivity to midazolam and the addition of 3 to 4 mg IV stops the cramping in 1 to 2 mins. She looked a lot better, had stopped the terrible daily suffering and was becoming quite optimistic about going home in the near future. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).